Manufacturer narrative:
Delay in the machine coming. Sdc ultra made a banging noise followed by smoke. A member of staff received an electric shock. The failure alleged in the complaint record was not confirmed or duplicated during the product investigation. The probable root causes can be attributed to a issue with the power supply, or an issue with the sdc or the video cart isolation power; fuses fail to break circuit due to excessive mains current. The device manufacture date is not known. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event and a member of the staff received an electric shock. Per additional information received, the user did not need medical treatment.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event and a member of the staff received an electric shock. Per additional information received, the user did not need medical treatment.